Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after intubation, during the cuff leak prior to extubation, the air in the cuff could not be delated. The physician cut the inflation line and attempted to deflate the air in the cuff in order to proceed with extubation. The event occurred during use and no patient harm was reported.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing was unable to confirm the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.